Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A4: weight: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E1: phone number: unknown. E3: occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during insertion of the combined sheath and dilator, the dilator was found bent and could not be inserted into the vessel. The physician changed to another one. No blood loss was reported. The reported event did not result in patient injury and/or require medical or surgical intervention. The puncture site was right femoral artery. The patient required non-surgical intervention due to the event. The patient was recovering. Additional information was received on 03jun2025: the procedure performed for the patient prior to use of the angio-seal was coronary percutaneous coronary intervention (pci). A 6 french procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the header bag, carrier tube, hemostasis sheath, arteriotomy locator, and foil pouch. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were returned mated and kinked at the blood inlet holes of the assembly. Based on the condition of the returned sample, the complaint could be confirmed for a kinked sheath and locator assembly. The exact root cause could not be determined. The likely was determined to have been damage sustained by the sheath and locator assembly during device insertion into the patient. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).